Manufacturer narrative:
The customer's calibration signals were lower than expected. Qc results were within the acceptable range. A sample short alarm was observed on the alarm trace data, however, it is not clear when this occurred in relation to the initial result. Instrument performance testing was acceptable. From the information available, a general reagent issue is not suspected. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient tested for elecsys ferritin (ferritin) on a cobas 6000 e 601 module. The initial result from the primary tube was 55.13 ng/ml. This result was reported outside of the laboratory where it was questioned by the doctor as the patient is known to have high ferritin results. On (B)(6) 2019 the primary tube was repeated and a sample alarm was received. The customer poured the sample into an adapter cup loaded on the primary tube and repeated it with a result of > 2000 with a data flag. The sample was repeated with a x50 dilution and the result was 10343 ng/ml. A new sample was obtained from the patient on (B)(6) 2019 and the initial result from the primary tube was > 2000 with a data flag. The sample was repeated with a x50 dilution and the result was 10221 ng/ml. The result of 10221 ng/ml was reported outside of the laboratory. There was no allegation that an adverse event occurred. The ferritin reagent lot number was 30754401 with an expiration date of 31-may-2019. Both samples from the patient looked ok. Calibration and qc were acceptable. The customer did not use rack adapters with their 13 mm sample tubes.